Event description:
It was reported that versacross connect laac access solution was selected for left atrial appendage closure (laac) procedure. During preparation, it was noted that the tip of the dilator was damaged and frayed upon removal from the packaging. The dilator was not inserted into patient. The procedure was completed successfully by using different device, same model. No patient complication was reported.